Event description:
According to the reporter, the cuff had leak, found during pre-test. It was reported that there was no patient involvement associated to this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. Sample was evaluated by applying the pressure into the cuff and under water test and a cuff leak was observed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Manufacturing controls are in place to detect cuff leaks and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff had leak, found during pre-test. It was reported that there was no patient involvement associated to this event.